Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the patient was doing well post operatively. The explanted device will not be return as it was kept at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately four months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7111589. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7111888. UDI: (B)(4).